Event description:
It was reported the customer has been of the insulin pump for a day and was using manual injections because the device was not working. Customer stated he changed out the battery on the device and it did not work. Customer stated the device was cracked on the edge of the battery compartment and the treading. Customer's blood glucose was 11.3mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify off no power alarm due to blank display. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked reservoir tube. No damage on battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.